Event description:
It was reported to boston scientific corporation that an uphold lite vaginal support system was intended to be placed during an anterior repair procedure; however, something broke on the device (specifics unknown), and another uphold lite vaginal support system was implanted instead. There were no complications to the patient, who is over 18 years of age. All other information is unknown. Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an uphold lite vaginal support system was intended to be placed during an anterior repair procedure; however, something broke on the device (specifics unknown), and another uphold lite vaginal support system was implanted instead. There were no complications to the patient, who is over 18 years of age. All other information is unknown. Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant indicated that the device was not used past its expiry date.

Manufacturer narrative:
The capio device was not received for analysis. Visual analysis of the returned mesh assembly revealed that the mesh body was torn and separated into two pieces. The cause for this event could not be determined.